Event description:
It was reported that the customer is experiencing low blood glucose at night. Customer has went to a low of 50 mg/dl. The current blood glucose reading is 107 mg/dl. The drive support cap is flush. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.